Manufacturer narrative:
Philips has investigated this complaint. The coronary procedure was aborted. Analysis of the system logs indicated that there was an error of ¿image storage is not possible because of an image disk problem¿ confirming the malfunction. A philips field service engineer (fse) inspected the system onsite and confirmed the reported event. During troubleshooting, fse replaced the x-ray pc resolving the issue. The defective x-ray pc was returned for analysis and part analysis indicated that there was a faulty hard disk drive (hdd) bay in the x-ray pc. Philips has confirmed that the reported failure is due to a disk bay failure. Due to the disk bay failure, the system may not perform as intended and may stop functioning and imaging may not be possible, resulting in delay of procedure. Philips has initiated a medical device correction (z-1151-2024) /field safety corrective action (2023-igt-bst-027). The correction has been scheduled to be implemented on the system. The system is currently being used after the replacement of the x-ray pc. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the image storage was not possible due to an image disk problem. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.